Manufacturer narrative:
B3. Date of event: the exact date of the event is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, upon inspection of inventory, the staff noticed a condensation or lube-like substance in the plunger piece in the rezum kit. There was no patient involved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available and analysis results, a conclusion code of cause not established was assigned to this investigation. B3. Date of event: the exact date of the event is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, upon inspection of inventory, the staff noticed a condensation or lube-like substance in the plunger piece in the rezum kit. There was no patient involved.